Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tka bar extension carbon fiber is splintering.

Event description:
Tka bar extension carbon fiber is splintering.

Manufacturer narrative:
Reported issue: it was reported that the bar extension had splintering/cracks in the carbon fiber product history review: please complete product history review. Complaint history review; a review of complaints related to p/n 210070, s/n not provided shows no additional complaint(s) related to the failure in this investigation. Visual inspection: visual inspection could not be performed because the product was not returned. Dimensional inspection: dimensional inspection could not be performed because the product was not returned. Material analysis: material analysis could not be performed because the product was not returned. Functional inspection: functional inspection could not be performed because the product was not returned. Conclusion: the failure mode could not be confirmed because the part was not returned. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been no nc or CAPA associated with the product and failure mode reported in this event.